Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the craniotome device had a drilled leg. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device had a drilled neuro-tip leg. It was determined that the issue with the drilled neuro-tip was failure to follow the directions for use. It was determined that when the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr device did not seat properly in the locking chamber. It was determined that the attachment device was forced into position which placed the distal tip of the burr device in compression. It was determined that at this point, the tip of the burr device was in direct contact with the neuro-tip of the attachment device. It was determined that when the drill device was started, the burr device drilled into or through the neuro-tip. It was determined that the issue with the drilled neuro-tip leg was indicative of excessive side loading causing the cutter to flex and to come in contact with the leg of the neuro-tip, which is use error. If additional information should become available, a supplemental medwatch will be submitted accordingly.